Event description:
Reportedly, a valve was explanted at implant due to regurgitation. Per the surgeon, he did what he thought was a straight forward avr and after patient came off bypass they found that he had regurgitation. So, the device was replaced. No details are known at this time.

Manufacturer narrative:
Method: (B)(4) = device not returned. Additional manufacturer narrative: serial number is unknown. Despite multiple attempts to obtain additional information, the health care provider has been unavailable to provide the information requested. It is unknown if the device is available for return and evaluation.

Manufacturer narrative:
Evaluation summary: (B)(6) 2011, as received the valve exhibits non through disruptions, not through the entire thickness of the tissue, and serrated marking in the cusp area of leaflet 1. No other inconsistencies were detected as the tissue is intact and the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Additional manufacturer narrative: (B)(6) 2011, research and development completed the functional test and concluded with the following: this valve was reportedly explanted at implant due to regurgitation. No echocardiography was provided, thus the behavior of the valve and the leakage observed in vivo cannot be confirmed. Edwards standardized in vitro testing demonstrates that the functionality of the valve is acceptable per (B)(4). The as-received valve showed a 7.9% total regurgitant fraction (trf). This appears to be largely through a non-central origin because subsequent re-testing of the valve with the sewing ring sealed shows that the trf was reduced to 2.0%. This value is five times lower than 10% allowance per (B)(4) for this size of valve. (B)(6) 2011, upon completion of the functional testing, the device was dismantled to get the serial number to perform the device history record (DHR) review. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Method: x-ray.